Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colectomy procedure, after firing, the device's jaws locked on the tissue and was removed by cutting from the tissue. Another stapler was used to complete the case.